Event description:
It was reported that bleeding was observed at the infusion site after approximately 1-4 hours of wear on the leg. The patient¿s blood glucose levels were reported to be above 250 mg/dl at the time of the event. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported. The device was returned for investigation, and an internal cannula tear was identified.

Manufacturer narrative:
Blood was observed in the soft cannula. No damages were observed that would contribute to the reported bleeding event, the cause of which could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak and commutator cap corrosion. A rotational sensor malfunction was observed in conjunction with an 0x40 alarm due to the internal corrosion, indicating rotational sensor maximum open count exceeded. The internal cannula tear is independent of the reported event. The observed internal cannula tear is related to action #(B)(4). Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.